Manufacturer narrative:
Corrected the evaluation. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient presented with a swelling of the left arm up to the left pectoral implantation site of the crt-d system and was diagnosed with lymph congestion due to hematoma. Sonography and a ECG were performed. This device remains actively implanted and there were no other adverse patient side effects reported.